Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call a bolus anomaly, and motor error alarm, unresponsive buttons,. Blood glucose at the time of incident was 204 mg/dl. The customer states while attempting to program the bolus, the amount began to scroll up and down. The customer the insulin pump alarmed motor error. The customer states the pump slipped out of bed hit the floor or possibly exposed to perspiration. The customer states they were unable to rewind the pump, because the buttons were unresponsive. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.